Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure devices were broken inside me'), perforation ('perforation nos') and bartholin's abscess ('bartholins cyst abscess') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("hives"), pruritus ("intense itching"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bipolar disorder ("bipolar disorder"), depression ("depression"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), migraine ("migraine headache"), bartholin's abscess (seriousness criterion medically significant), uterine haemorrhage ("aub"), herpes zoster ("herpes"), adnexa uteri cyst ("paratubal cyst"), anaemia ("anemia"), nausea ("nausea"), tooth disorder ("dental problems"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain female"), toothache ("dental pain") and pain ("generallized body pain"). The patient was treated with surgery (drainage and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, perforation, cystitis, urinary tract infection, female sexual dysfunction, bipolar disorder, bladder disorder, urinary tract disorder, migraine, bartholin's abscess, uterine haemorrhage, herpes zoster, adnexa uteri cyst, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, toothache and pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, pruritus, anaemia, dyspareunia, abdominal pain and pelvic pain had resolved and the amnesia and disturbance in attention was resolving. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, amnesia, anaemia, bartholin's abscess, bipolar disorder, bladder disorder, cystitis, depression, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, herpes zoster, menorrhagia, migraine, nausea, pain, pelvic pain, perforation, pruritus, tooth disorder, toothache, urinary tract disorder, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure devices were broken inside me'), perforation ('perforation nos') and bartholin's abscess ('bartholins cyst abscess') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("hives"), pruritus ("intense itching"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bipolar disorder ("bipolar disorder"), depression ("depression"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), migraine ("migraine headache"), bartholin's abscess (seriousness criterion medically significant), uterine haemorrhage ("aub"), (B)(6), adnexa uteri cyst ("paratubal cyst"), anaemia ("anemia"), nausea ("nausea"), tooth disorder ("dental problems"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain female"), toothache ("dental pain") and pain ("generalized body pain"). The patient was treated with surgery (drainage and hysterectomy with bilateral salpingectomy). At the time of the report, the device breakage, perforation, cystitis, urinary tract infection, female sexual dysfunction, bipolar disorder, bladder disorder, urinary tract disorder, migraine, bartholin's abscess, uterine haemorrhage, (B)(6), adnexa uteri cyst, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, toothache and pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, pruritus, anaemia, dyspareunia, abdominal pain and pelvic pain had resolved and the amnesia and disturbance in attention was resolving. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, amnesia, anaemia, bartholin's abscess, bipolar disorder, bladder disorder, cystitis, depression, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, (B)(6), menorrhagia, migraine, nausea, pain, pelvic pain, perforation, pruritus, tooth disorder, toothache, urinary tract disorder, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information added. Event: injury nos were updated to abnormal bleeding (general),. New events: abnormal bleeding (vaginal, menorrhagia), hives ,intense itching , infection (bladder/ urinary tract/vaginal) type: bladder/urinary,apareunia (inability to have sexual intercourse),bipolar disorder,depression, hives and intense itching, bladder disorder nos, urinary problems or changes, migraines / headaches, bartholins cyst abscess, aub, (B)(6), paratubal cyst, blood or heart disorder/condition type: anemia), nausea, dental problems, : memory loss, concentration problems, dysmenorrhea (cramping), drainage, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, pain:abdominal , pelvic , dental., essure devices were broken inside me and perforation nos were added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.